Manufacturer narrative:
No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptom. This event is being filed as an MDR as the patient reported chest pain while an invisalign product was being used.

Event description:
The patient reported the symptoms of chest pain, difficulty breathing, increase in heartbeat, tingling sensation, and ulcers on the oral mucosa. The patient reported visiting the hospital after calling 999 due to the reported symptoms. The patient did not report taking or being prescribed any medication to alleviate the reported symptoms. The treatment was discontinued (unknown date), but the condition has not improved.